Manufacturer narrative:
Concomitant medical products: dtmb1qq cdt-d, implanted: (B)(6) 2016, 459888 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right ventricular (rv) lead during ventricular fibrillation (vf). Follow up concluded that the lead was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.